Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and issue occurred during the planned neurovascular treatment. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspect the system onsite and confirmed that the system and application was not starting. A review of the system logfile identified that there was a malfunction with flexvision pc. The defective flexvision pc was returned for analysis and it was concluded that the cause of the failure was no boot, corroded main board. Power supply and chassis. Fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected. Evaluation method code was corrected.